Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood result reading of "hi." Customer states that he feels well and requires no medical attention. Customer refused to disclose additional info.